Event description:
An ortho-clinical diagnostics field engineer reported the occurrence of a positively biased troponin I result at a customer site. Falsely elevated troponin I results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.